Event description:
Mics was extremely loud (straight saw attachment much louder than angled), swapped straight saw attachments to no effect, determined cause of noise to be mics. Cuts were inaccurate. Exchanged mics for another, re- registered new mics, went over all cuts again, removing a significant amount of bone, particularly in anterior and anterior chamfer. Case type: tka. Surgical delay: =15 minutes. Update: "which cuts were inaccurate? Anterior, anterior chamfer. How was the cut inaccurate? (Proud, deep, etc) proud. What is the estimated discrepancy mentioned in the complaint? (Tka ¿ angle(s) & mm) >1.5mm. When was the issue noticed (bone preparation or joint assessment)? Noticed cuts were off when attempting to put box cut guide on prepared femur. Was the planar probe utilized to measure cut accuracy? (Tka) no. Are post-op x-rays available? (Yes/no) yes, if necessary.

Manufacturer narrative:
Mics was extremely loud (straight saw attachment much louder than angled), swapped straight saw attachments to no effect, determined cause of noise to be mics. Cuts were inaccurate. Exchanged mics for another, re-registered new mics, went over all cuts again, removing a significant amount of bone, particularly in anterior and anterior chamfer. Case type: tka. Surgical delay: =15 minutes. Update: "which cuts were inaccurate? Anterior, anterior chamfer. How was the cut inaccurate? (Proud, deep, etc) proud. What is the estimated discrepancy mentioned in the complaint? (Tka ¿ angle(s) & mm) >1.5mm. When was the issue noticed (bone preparation or joint assessment)? Noticed cuts were off when attempting to put box cut guide on prepared femur. Was the planar probe utilized to measure cut accuracy? (Tka) no. Are post-op x-rays available? (Yes/no) yes, if necessary. The alleged failure modes(noise issue and inaccurate resection) were not confirmed however visual inspection confirmed failure of visual inspection. Product inspection mics-209063, sn#: (B)(6), lot#42030118 RMA#282640 inspected per d06917 and determined failure of the following test step. Sec# 7.1.2. Failed visual inspection test. Disposition: rtv. Inspected by: (B)(4). Device history review: device history records indicate 25 devices were manufactured under lot 42030118 and all 25 devices were accepted into final stock on 2/9/2018 with no relevant discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42030118 shows no additional complaints related to the failure in this investigation. Conclusion: the alleged failure modes(noise issue and inaccurate resection) were not confirmed however visual inspection confirmed failure of visual inspection. No additional investigation or specific actions are required.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics was extremely loud (straight saw attachment much louder than angled), swapped straight saw attachments to no effect, determined cause of noise to be mics. Cuts were inaccurate. Exchanged mics for another, re-registered new mics, went over all cuts again, removing a significant amount of bone, particularly in anterior and anterior chamfer. Case type: tka. Surgical delay: =15 minutes. Update: "which cuts were inaccurate? Anterior, anterior chamfer. How was the cut inaccurate? (Proud, deep, etc) proud. What is the estimated discrepancy mentioned in the complaint? (Tka ¿ angle(s) & mm) >1.5mm. When was the issue noticed (bone preparation or joint assessment)? Noticed cuts were off when attempting to put box cut guide on prepared femur. Was the planar probe utilized to measure cut accuracy? (Tka) no. Are post-op x-rays available? (Yes/no) yes, if necessary.